Manufacturer narrative:
The DHR for pad-pak lot: a3312 was reviewed, which revealed the returned pad-pak was 1 of 200 manufactured on the 16th may 2019, 196 of which were shipped to htm medico on the 22nd may 2019. The returned pad-pak (lot: a3312, 2023/09/01) was returned with a reported fault of a bent locator pin, which was confirmed upon receipt. The damage impeded the insertion of the pad-pak within the device and therefore would only power on a test sam 350p with excess pressure applied. The investigation was unable to determine when the damage to the locator pin occurred. The damage may have been due to incorrect installation of the pad-pak, or due to a manufacturing defect. The pad-pak will be scrapped and replaced.

Event description:
There was no patient involved in this event. The pad-pak has a directional pin slant.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. The pad-pak has a directional pin slant.